Event description:
Machine had been serviced several days before event. The physicist performed an imrt (intensity modulated radiation therapy) quality assurance after service left. Quality assurance on the machine was not completed until he could review the plan the next day with the dosimetrist. After much consideration during the night, he called the next morning and requested that the dosimetrist monitor the first treatment of the day. The treatment was aborted on the first treatment field when mlc leaves did not move according to the patient's plan. Other treatments were simulated on the machine and nonstandard performance was again noted. The equipment was removed from service until vendor service was completed. Physicist performing checks on the machine and all imrt/forward plans before resuming treatments. The machine was down two days. Final response was not received from the manufacturer until several months later and it included the following information: the failure of a signal that communicates between the mlc and the beam gating pcb allowed the beam to continue while the step and shoot field was changing from one field to another/broken or defective contact. In considering the worst case clinical scenario, it is assumed that only one field would receive treatment in this manner before a clinical user would notice that a beam hold is not asserted when the mlc leaves are moving. Step and shoot treatments are typically the only type dynamic modality delivered at a site, and clinical users are accustomed to hearing the change of the audible beam tone from on to off when the beam hold is asserted: the failure of this change in tone would be apparent. Severity rationale: portions of critical structures may receive some dose while the expectation is that the beam has been held (turned off temporaily) to prevent dose from being delievered to critical structures. The planned dose targets would receive slightly lower dose, equal to the dose that had been incorrectly delivered during the prior step segment that should have been delievered during the shoot segment. Probability of harm rationale: the user can hear the beam on tone relevant to radiation being gated on and off. The presence and absence of the beam on tone during high repition rates is highly detectable. All users, typically a team, would have to not notice this situation. It will be obvious to those monitoring the treatment to notice the beam control was not working correctly due to their familiarity of this treatment type. Recommended actions: no recall required based on mitigating factors above. The cognizant engineering management have agreed that the issue management system will capture the design requirement to detect the failure mode. Therefore, no corrective or preventive action is recommended.